Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A waste bag pressure alarm occurred during a routine hemodialysis treatment. The operator discontinued treatment and attempted to rinseback blood. Rinseback could not be completed due to clotting of the extracorporeal blood circuit, resulting in an estimated blood loss of 170cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the extracorporeal circuit. The user's guide states to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The exact cause of the alarm cannot be determined. The user's guide provides adequate instructions for troubleshooting alarms and performing rinseback. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.